Event description:
A customer contacted a baxter specialist to report an unknown set in which the customer observed simultaneous flow. According to the report, the nurses observed both the primary and secondary bag running at the same time, overwhelming the check valve. The customer indicated that there was no patient injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reportedly not available for evaluation. The lot number and product code are currently unknown and therefore no 510k number is currently available. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available so the reported condition could not be confirmed and the root cause could not be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.